Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was moving in the pocket due to an enlarged pocket site. As such, surgical intervention was undertaken to reposition the ipg. However, the ipg was explanted and replaced due to inability to communicate with the programmer (reference MFR. Report: 1627487-2017-07184).